Manufacturer narrative:
Treatment start date was unknown. It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.

Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specifications, the complaint could not be replicated. Production reports were reviewed.

Event description:
On (B)(6) 2013, patient requested assistance setting up the bolus calculator software. Her blood glucose was 300 mg/dl at the time of the call due to "guessing" bolus amounts, and her normal range is 100-140 mg/dl. She delivered insulin via the infusion device to treat hyperglycemia. She reported she did lose consciousness last year due to hypoglycemia; therefore, she is cautious when bolusing without the software. She was in a hurry on the morning of the event and forgot to prime a new infusion set. Her blood glucose elevated to 600 mg/dl. She completed the prime procedure and reconnected to the infusion device, and she delivered an insulin injection to treat hyperglycemia. She reported the injection caused her to "pass out." The paramedics were called, and her blood glucose was 20 mg/dl when they arrived. She was treated with a glucose IV and was not taken to the hospital. No allegations were made against the infusion device or related products, and no product will be returned for evaluation.